Event description:
It was reported that during a knee procedure, the tibial insert would not seat on the tibial tray. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Report source: foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 visual examination of the returned product identified the locking feature to be flared out and a section of the dovetail feature to be compressed. Review of the device history records identified no deviations or anomalies during manufacturing. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in persona- the personalized knee surgical technique (97-5026-001-00, rev. 13) pg.44. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.